Event description:
It was reported at a post coronary artery bypass surgery check it was found there was a right atrial (ra) lead warning and polarity switch that occurred the date of the surgery. It was noted that the ra lead parameters were checked bipolar and unipolar and found to be within normal range, except for the threshold which was not checked because the patient is in a chronic fast atrial rhythm. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: vedr01 implantable pulse generator (B)(6) 2007; 4068 implantable pacing lead (B)(6) 1998. (B)(4).